Manufacturer narrative:
Mustang 5.0 x 40, 40cm was received for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. A balloon longitudinal tear was identified beginning at the proximal markerband and extending distally across the balloon material to the distal balloon bond. As per mustang specification the rated burst pressure for this device is 24 atmospheres. A visual examination observed no issues or damage to the tip of the device. A visual examination observed no issues with the markerbands of the device. Both markerbands were undamaged and present on the shaft of the device.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in a moderately tortuous arteriovenous fistula vein side. A 5.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. However, during the second inflation at 24 atmospheres, the balloon ruptured. The device was removed without any problem and the procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient condition was good post-procedure.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in a moderately tortuous arteriovenous fistula vein side. A 5.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. However, during the second inflation at 24 atmospheres, the balloon ruptured. The device was removed without any problem and the procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient condition was good post-procedure.